Event description:
Two discordant advia centaur cp troponin ultra results were obtained on two (2) pt samples. The results were reported and questioned by the physician(s). The samples were redrawn, tested and corrected reports were issued. There was no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated the cause of the discordant troponin ultra results was due to a leak at dispense port 2a, which was repaired. The instrument is performing within specifications. No further eval of the device is required.